Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the bilateral extensions. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced.

Manufacturer narrative:
The date of event is estimated.